Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported during the self-test of the system controller, 2 white vertical lines at the left side of the screen. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of vertical white lines in the liquid crystal display (lcd) was confirmed. The system controller, serial number (B)(6), was returned for analysis. The controller was noted to have vertical white lines in the lcd. The line in the lcd is a known issue related to the lcd itself. This did not affect the controller¿s ability to display messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The root cause for the reported screen issue was conclusively determined to be due to an issue with the thin film transistors of the lcd being shorted on. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook ( rev. B) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.